Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned with a 0.014 inch guidewire still inside the device. It was not possible to remove the guidewire from the device as it had become stuck and was causing damage to the device upon attempts to remove it. A visual and microscopic examination identified tip damage. The tip of the device was stretched for approximately 7mm in length and the mid shaft of the device was also stretched for approximately 158mm in length. This damage is consistent with the resistance encountered during the removal of the guidewire from the device. There was no stent on the balloon of the device. The stent was not returned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during preparation for a percutaneous coronary intervention, during loading the catheter on the guide wire it became stuck. A 3.50 x 16 mm promus element plus was being loaded on a non bsc pressure wire and became stuck. No complications were reported and patient status is fine. However, returned device analysis revealed the stent detached.